Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The complaint was investigated but the customer complaint could not be confirmed. The time of the event is unclear. Customer claimed that sensor glucose value was 85 mg/dl on (B)(6) 2020 but data management system (dms) analysis shows that sensor glucose (sg) value did not reach 85 mg/dl on (B)(6) 2020. Blood glucose value of 50mg/dl was not entered into the system. The customer claims that low glucose alert was asserted but dms shows that no low glucose alerts were asserted on (B)(6) 2020. The customer claims that low glucose alert level was set at 85 mg/dl but dms record shows that low glucose alert was set at 80 mg/dl few days before and after the event. Investigation did not identify any system malfunction. The system functioned as intended. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
On october 5, 2020, senseonics was made aware of an instance where the patient experienced a hypoglycemia event on (B)(6) 2020. The patient called the ambulance and was taken to emergency room due to glycemia level dropping to 50 mg/dl. The patient was treated with glucagon and then discharged. The patient said the sensor reported 85 mg/dl and the patient confirmed that he received a low glucose alert.